Manufacturer narrative:
Initial.

Event description:
It was reported that the user¿s ilet pump would not power on, the screen was black, and the mobile app displayed an instruction to call for help; battery logs showed overnight depletion with charging status repeatedly switching between connected and not connected, suggesting the device did not hold a charge and that the issue could relate to the charging pad, outlet, or pump, though specific device component involvement remained unclear. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user and internal battery logs. Investigation of this case revealed no findings available, and the medical device problem and device component remained insufficiently characterized. It was concluded, based on previously established findings for similar reports, that the cause was not established.